Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The x-ray handswitch was replaced. A system checkout was performed and the system was working as intended. (B)(4). The handswitch was returned for analysis. Analysis found that the handswitch was faulty. When the handswitch was installed in a test system both the 2d and the 3d buttons on the handswitch were intermittent when taking images. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site had notified a representative that while not in a clinical case the site was having issues with the hand switch being intermittent. It was noted that the hand switch was replaced at the site. There was no patient present when this issue was identified.